Event description:
It was reported that the customer received an unspecified alarm. There was no reported impact to the customer¿s blood glucose. Upon follow-up, the issue had resolved and no additional information regarding the alarm was provided by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.